Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the lead was explanted on (B)(6) 2011 due to an inflamed soft tissue around the anchor site. A hard nodule was formed under the skin. During the explant procedure, the abnormality was dissected down to the anchor site. The anchor site was found not to be effected by the scarring. A hardened piece of tissue was found to be the cause of the problem. The lead was returned to the MFR for analysis.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as there is no alleged device failure to meet specification. The event of scar tissue could not be confirmed through product analysis testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.